Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cassette compartment was inspected and didn't find indications of dried fluid. There were no visual indication of particulates around the catch post area and within cassette compartment. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler¿s screen went blank during ready phase. Patient pressed ok, stop, and touched the screen but the screen remained blank. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. The patient advised they just received the cycler yesterday and have not been able to use it for treatment. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. The patient was advised to contact peritoneal dialysis nurse to inform of the replacement. There was no patient involvement. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the alternating current (ac) distribution board was identified.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler¿s screen went blank during ready phase. Patient pressed ok, stop, and touched the screen but the screen remained blank. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. The patient advised they just received the cycler yesterday and have not been able to use it for treatment. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. The patient was advised to contact peritoneal dialysis nurse to inform of the replacement. There was no patient involvement. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the alternating current (ac) distribution board was identified.